Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing information. It is not suspected that use or continued use of product could result in a patient's death.

Event description:
Device read eri with battery voltage of 5.51 v after implant of 2004. Device shows three capacitor reforms and one 10 joule charge. Pacing amplitudes at 4.5 v @ 0.5 ms.